Event description:
It was reported that the top case cracked, plunger case broken and motor rate error. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed upon receipt, the top case was chipped and cracked, and the right plunger case was damaged. No error code was found in the ehl (event history log). The customer reported issue of motor rate error was not duplicated during the investigation. Root cause of the reported issue is attributed to customer induced damage on the case and plunger. Replaced the damaged top case and plastic parts of the plunger head, replaced the motor assembly for preventive measure as the parts were over 10 years old. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000.